Manufacturer narrative:
Reference MFR report # 2916596-2015-01055 for the report of the patient's previous gi bleed. (B)(4). Approximate age of device ¿ 1 year, 6 months. The patient¿s system controller log files were submitted for evaluation. The reported pump power elevations were confirmed and appeared to be associated with pulsatility index (pi) events; however, a root cause for the events could not be determined. The pump power ranged from 4.3 to 8.9 watts and the pi events observed within the log file generally appeared to correlate with higher pump power values. The patient remains ongoing and no further events have been reported at this time. Bleeding is listed within the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a gastrointestinal (gi) bleed with transient pump power elevations. Due to a history of previously reported gi bleeds approximately one year earlier, the patient's inr was lowered to 1.5-2.0 and aspirin was removed from the patient's anticoagulation regimen. In response to the pump power increases, the patient was restarted on aspirin. The re-introduction of aspirin reportedly caused the gi bleeding to re-start. An echocardiogram ramp study was reported to be normal. A high resolution chest CT without contrast was performed. Results were not provided, however, it was reported that there was no concern for thrombus and the power elevations were determined to be benign. On (B)(6) 2016, a colonoscopy revealed red blood throughout the entire colon and multiple small and large-mouthed diverticula were found in the sigmoid colon. There was reportedly no endoscopic evidence of an active bleeding site throughout the entire colon. On (B)(6) 2016, a CT angiography (cta) of the patient's abdomen and pelvis revealed an irregular area of contrast enhancement in the right colon just superior to the terminal ileum. No significant pooling of contrast was seen in the colon on the venous phase. On (B)(6) 2016, a tagged red blood cell scan revealed abnormal activity accumulating in the right hemicolon (indicating active extravasation) and ascending toward the hepatic flexure entering the proximal transverse colon. This was the same area where the abnormal enhancement was observed through the cta performed on (B)(6) 2016. On (B)(6) 2016, a mesenteric angiogram demonstrated hyperemic branches involving the cecum without evidence of extravasation or pseudoaneurysm formation. A visceral arteriogram demonstrated successful arterial closure. On (B)(6) 2016, a colonoscopy revealed a patchy area of moderate plaque coverage and ulcerated mucosa in the ascending colon and the ileocecal valve. This was determined to be the likely bleeding source and a concern for ischemic ulcers. Multiple small and large-mouthed diverticula were found in the sigmoid colon. There was no endoscopic evidence of bleeding in the entire colon. Aspirin was removed again from the patient's anticoagulation regimen and the patient received unspecified transfusions. As of (B)(6) 2016, the gi bleed was reported to have resolved.